Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dialudid 5000 mcg/ml at 683 mcg/day via an implantable pump. It was reported that the hospital has kept patient in the hospital since implant. They will not release her because patient has been too lethargic. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pain doctor has ordered pump dose to be turned down a total of 40%. Has not seemed to make a difference. The patient remains in the hospital at this time. Despite several dose changes to the pump the patient remains very lethargic making it unlikely that her condition is related to the pump. Surgical intervention did not occur and was not planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.